Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures non-union and subsequent revision to a total hip that the patient was converted from tfna to tfn. The breakage of cannulated troch fixation nail post-operatively is captured on related complaint (B)(4).

Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal due to non-union where the patient was converted from tfna to tfn. Patient had undergone cancer treatment and the surgeons had anticipated nail breakage and wanted a larger proximal diameter of nail that the tfn offers. Surgery was completed successfully. Patient outcome is unknown. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 3 of 3 for (B)(4).